Event description:
It was reported that there was an issue with the touchscreen responsiveness on the pump. The pump screen had frozen and was not responding to input. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.